Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Third party manufacturer: (B)(4). The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported the end user observed an increased incidence of urinary tract infections (uti) with the use of the aloe vesta foam.